Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right hepatic artery using a ruby coil, a lantern delivery microcatheter (lantern), and a guide catheter. During the procedure, the physician placed five penumbra coils in the target location using the lantern. It was reported that the lantern was not flushed. Next, while advancing a ruby coil into the target vessel using the lantern, the physician experienced resistance and the ruby coil had unintentionally detached. Therefore, the physician removed the lantern and the pusher assembly of the ruby coil as a unit. It was reported that the physician noticed under fluoroscopy that a portion of the detached ruby coil remained in the guide catheter. Subsequently, the physician noticed the lantern was fractured proximal to the hub. The physician then used a snare device to push the detached portion of the ruby coil into the aneurysm. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated for clarification: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned ruby coil could not confirm the reported embolization coil detachment. Evaluation revealed that the embolization coil was intact with the pusher assembly and undamaged. Further evaluation of the device revealed kinks on the pusher assembly. This damage typically occurs if the device is manipulated against resistance during use. The root cause of the pusher assembly kinks could not be determined and were incidental to the reported unintentional detachment. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the right hepatic artery using a ruby coil, a lantern delivery microcatheter (lantern), and a guide catheter. During the procedure, the physician placed five penumbra coils in the target location using the lantern. It was reported that the lantern was not flushed. Next, while advancing a ruby coil into the target vessel using the lantern, the physician experienced resistance and the ruby coil had unintentionally detached. Therefore, the physician removed the lantern and the pusher assembly of the ruby coil as a unit. It was reported that the physician noticed under fluoroscopy that the detached ruby coil remained in the guide catheter. Subsequently, the physician noticed the lantern was fractured several inches from the hub. The physician then used a snare device to push the detached ruby coil into the aneurysm. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.